Event description:
The doctor reported the implant was removed due to implant fracture, approximately 5 years after implant placement. Bone quality around the area was not reported, and oral hygiene around the implant was good. The doctor reported no significant findings during the implant removal surgery. The patient will need another surgical intervention.